Manufacturer narrative:
Concomitant products: 6940 implantable pacing lead, (B)(6) 2009. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on both the right atrial and right ventricular leads. Electromagnetic interference was suspected as the patient works at a manufacturing plant. The device remained in use. No patient complications were reported as a result of this event.